Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not. It was reported that the patient was hospitalized for an unreported indication and was still hospitalized at the time of this report, however it was not reported if the patient experienced peritonitis during this hospitalization. Treatment information was not reported. The recovery status of the patient was not reported. Action taken with dianeal and extraneal therapies were not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.